Event description:
Mother of male pt, reported in 2006, son experienced elevated blood glucose of 440 mg/dl resulting in hospitalization. Mother stated patient's blood glucose was elevated due to infusion set tubing being separated from the luer lock. She indicated patient woke up vomiting. Mother stated patient was shaking and very dehydrated. At the hospital, patient was treated with insulin drip and discharged on one day later. Mother stated in 2006, her son woke up vomiting as a result of infusion set tubing being separated. She did not provide blood glucose level for this event. Product was requested to be returned for evaluation.